Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found the needle hub separated from the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the adhesive anomaly due to the sensor being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that while using the serter to put the sensor in, it became stuck and the sensor and needle came apart. Customer stated that the serter was problematic. The customer's blood glucose level was unknown. The customer's sensor was replaced, and the broken sensor will be returned for analysis.